Event description:
It was reported that the touch screen display appeared "watermarked" and the display issue was blocking graphics/text. Additionally, the pump indicated a data log corruption. Blood glucose was 238 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.